Manufacturer narrative:
(B)(4). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed because the clip was difficult to open and after the clip delivery system (cds) was removed from the patient, the clip jumped open. If this were to recur in the anatomy, a jumping clip has potential to dislodge a previously implanted clip or cause tissue damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The first clip delivery system (cds) was advanced to the left atrium without issue. The clip was attempted to be opened to 180 degrees but the clip would not open past 150 degrees. The clip was locked, closed tightly. During the second attempt, the lock lever was retracted 1cm past the blue line but again the clip would only open to 150 degrees. The cds was removed without issue and replaced. (B)(4) clips were implanted, reducing the mr to 1+. There were no adverse patient effects and no clinically significant delay in the procedure. After the procedure, the cds was tested outside of the anatomy. The clip appeared to be stuck, but with additional attempts, jumped open. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation was unable to determine a definitive cause for the reported clip actuation issues (inability to open during procedure and jumpiness post-procedure). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.